Event description:
Customer reported a malfunction with their insulin pump, specifically malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support decided to replace the pump, providing the customer with updated software to ensure compatibility with a g7 sensor. Customer was instructed on steps for receiving the replacement pump and how to return the defective pump using a pre-paid label, with confirmation of understanding and acknowledgment.